Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 49 mg/dl. Troubleshooting found the customer took twice the amount of insulin, resulting in their low. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.